Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional information becomes available.

Event description:
It was reported, that the pump exhibited an audible alarm failure. There was no patient involvement. No patient injury was reported.

Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the device was sent back for the backup audible alarm post issue in the past 12 months. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed during the review of the alarm history and during start up testing. The root cause is due to the main printed circuit board(pcb) isn't working at the correct power or frequency during start up. The main pcb was replaced.